Event description:
Patient was here for a pfo [patent foramen ovale] closure procedure. In the procedure the device gore cardioform septal occluder reference number gsx0030a, serial number [redacted], expiration date 2027-08-20 was used as the closure device. During the procedure the surgeon was unable to release the closure device and had to use a snare and ono catheter to retrieve the device.